Event description:
Note: this report pertains to one of two spyglass discover digital catheters used in the same procedure. It was reported to boston scientific corporation that a spyglass discover digital catheter was used in the bile duct during an lcbde (laparoscopic common bile duct exploration) for choledocholithiasis on (B)(6) 2025. During the procedure, visualization skipped in and out and finally turned off completely. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. Another spyglass was opened, and the same issue occurred. The lcbde procedure was not completed as result of this event. The patient was then seen at another facility for an endoscopic retrograde cholangiopancreatography (ercp). No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.